Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a device manufacturer representative was going to a revision on (B)(6) 2014 because they were having difficulty accessing the pump due to it being ¿angled¿ in the pocket. The patient hadn¿t been getting effective therapy as well it was noted. The pump was currently empty and the patient was not getting medication. The reporter didn¿t think a (B)(6) study had been performed and noted they would possibly be repositioning the pump during the surgery. During the surgery, when the pocket was opened, the catheter was found to be ¿all twisted, turned and kinked¿. The catheter had twisted many times near the pump. As a result, they replaced the entire catheter. The patient was kept overnight in the hospital and was observed. The device system was used to deliver lioresal. Further information including the cause of the event, the specific actions taken or the patient¿s outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.